Event description:
The pt reportedly weekly programming of their sound processor. Using the appropriate diagnostic equipment. It was determined that the device was not functioning according to manufacturer's specifications. Explantation/reimplantable surgery was successfully completed in 2005.